Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced an infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. No further information available.